Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 IFU warns non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk.

Event description:
The customer reported that a patient was burned at the pad site on the lower back during a cardiac ablation procedure. One pad was used during the procedure. It was placed on the patient's lower back toward the center just above the buttocks. During the procedure, there were about 70 ablation cycles back-to-back that lasted about 30 seconds each. The procedure lasted about 3-4 hours. The nurse did not see any kind of lesion during pad removal but it's possible the patient's skin color hindered the identification of a lesion. The lesion wasn't noticed until the patient arrived on the 24 hour observation floor complaining of pain. A nurse assessed the site and described it as a blister about the size of a quarter to the lower back. The doctor evaluated the injury and treated the wound. Type of treatment was not reported.